Manufacturer narrative:
Manufacturer's investigation conclusion: the reported fluid ingress in the modular cable was confirmed via visual analysis. The heartmate iii modular cable (lot #: 198379) was returned for analysis and log file was downloaded from the user¿s returned system controller. The log file spanned approximately 2 days ((B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2021 per timestamp). Events occurring on (B)(6) 2021 are from product testing at abbott. There were no notable alarms in the log file. Pump operation was not affected. During product testing the modular cable was inspected and fluid ingress was observed inside the modular cable controller connector. The modular cable was able to operate on a mock loop with a system controller and was able to pass wire resistance testing, indicating no damage to the underlying wires. The observed fluid ingress did not affect cable performance. The root cause of the reported fluid damage was unable to be conclusively determined in this analysis. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii modular cable (lot#: 198379) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-02593. It was reported that the led screen on the patients controller was very dim and difficult to read. The patient had a liquid green substance where the driveline connected to the controller. The controller and modular cable were exchanged.